Event description:
The pt reported he has had 3 insulin infusion headsets not properly adhere to his skin. He stated the cannulas on the headsets bend when they "resurface" due to the headsets not properly sticking. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.